Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient via a manufacturing representative (rep) reporting that the patient had turned their implantable neurostimulator (ins) off for several months and wasn¿t using the device. A few months ago the patient went to turn the ins back on but one of their programs on the right side wasn¿t working and the patient wasn¿t feeling stimulation. The rep checked the patient's impedances and saw high impedances on the non-working lead. When test were ran at a low voltage , all but one contact was out of range/high and when it was increase to 3v, five contacts were greater than 20,000 ohms, two were 17,500 and one was below 1000 ohms. The caller stated that the impedances on the other lead were fine and patient was feeling stimulation with that lead. The 3 contacts that weren't completely out of range were reprogrammed but the patient wasn't feeling stimulation even with the amplitude up. The rep was able to reprogram the good lead and obtain good coverage. The patient was instructed to try the new programming and x-rays were ordered. Indication for use includes: lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.